Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes dzj. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the drilling for an ssro operation, a total of three drill bits broke. The residual drill bits were seen in the patient mandibular bone. The surgeon and the operation room have requested the analysis and the investigation report. This is needed to decide the countermeasure, based on it. It was also requested the product be sent back because this issue is a pmda reportable event and they may request further investigation. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: an investigation was conducted and it states that the two 6mm and one 8mm drill bits were all broken 3mm from the peak. The measured diameter of the drill bits confirmed to the specifications. The device history record of the complained articles were researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The small drill bits need careful and delicate handling.

Event description:
This is report 3 of 3 for complaint (B)(4).